Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room, and was scheduled to have magnetic resonance imaging (MRI) done. Interrogation of the implantable cardioverter defibrillator (ICD) revealed that the device was in backup security mode. The patient had been taken to the resonator chamber the day prior and the device was not programmed to MRI settings. The procedure was cancelled before it was completed since the patient had an ICD implanted. The patient was hospitalized until the MRI procedure could occur, and the device was able to be restored. The patient was not symptomatic to the event.